Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the (B)(6), patient implanted with onxm 31/33 on (B)(6) 2006 and required intervention/explant due to "bioprosthetic mitral stenosis" on (B)(6) 2016 and was replaced with an onxmc-25/33.

Manufacturer narrative:
According to the implant registration card (irc) forwarded on 09/02/2016, a patient was implanted with an on-x mitral heart valve ¿ 31/33 mm, sn (B)(4), (onxm-31/33) on (B)(6) 2006 and required intervention/explant due to ¿bioprosthetic mitral stenosis¿ on (B)(6) 2016 and was replaced with onxmc-25/33.  Attempts to obtain additional clarifying information (including operative notes) from the hospital regarding the reported event were unsuccessful. A phone conversation was conducted on 10/26/2016 with the receptionist for the surgeon in which it was indicated that no further information about the patient would be released without a signed release from the patient. Should additional information become available it will be evaluated.  The manufacturing records for the onxm-31/33, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. The onxm-31/33 (sn (B)(4)) was implanted (B)(6) 2006 in the mitral position via mitral valve replacement (mvr) and was replaced by an onxmc-25/33 (sn (B)(4)) on (B)(6) 2016 (9 years 272 days postop). Conflicting information contained on the irc for the new valve indicates that the reason for explantation of the prior valve is "bioprosthetic mitral stenosis." The on-x valve is not a bioprosthetic device and requests for additional information were unsuccessful, so the intent of the note cannot be established. Consequently, there is insufficient information available to ascertain what, if any, relationship the explantation has to the valve. Reoperation and explantation are known risks of prosthetic heart valves of any brand and type and are not unique to the on-x valve. Both events are listed in the potential adverse events section found in the onxm and onxmc instructions for use (IFU).

Event description:
According to the implant registration card (irc) forwarded  on 09/02/2016, a patient was implanted with an on-x mitraheart valve ¿ 31/33 mm, sn (B)(4), (onxm-31/33) on (B)(6) 2006 and required intervention/explant due to ¿bioprosthetic mitral stenosis¿ on (B)(6) 2016 and was replaced with onxmc-25/33.